Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient's left hip has been indicated for revision due to unknown reasons.

Manufacturer narrative:
(B)(4). Concomitant products: unk liner lot#unk item#unk, unk head lot#unk item#unk, unk stem lot#unk item#unk. The reported event could not be confirmed based on limited information received. No device or photos were received; therefore, the visual inspection was not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history search was not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.